Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0bfu2, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was stated that therapy was only effective for the first 4 days. The patient also noticed a change to therapeutic effect with eating and sexual activity. It was also stated that ¿I've always gotten real bad and irritated, but this time I thought since I was urge free it wasn't doing it but it still made it worse." The patient was currently on program 2 and felt sharp pains after trying to increase stimulation. The patient had contacted the healthcare provider (hcp), but was directed to the manufacturer. It was reported a week later that the manufacturer representative did not meet with the patient yet and that the patient suffered from various mental issues. Additional information from the healthcare provider stated the cause of the event was the patient stated ¿device not working¿ and they attributed the event to the programmer. It was noted there was no error message and the patient turned the device off because it was ¿not working.¿ the patient¿s device was reprogrammed on (B)(6) 2014 and their stimulation was turned down. The patient was able to feel a flutter and in the appropriate area. It was noted the patient was going to try that for several weeks. The patient met with their manufacturer representative on (B)(6) 2014 and they changed their program and the patient was going to keep that setting for four weeks unless they were not able to feel the flutter. It was noted there was no hospitalization required and the patient had no injury. Information was received regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy. The patient stated that therapy had never really helped and would like to have the device removed, but no removal is scheduled at the time of this report. Additionally, the patient thinks that her ins may have moved after she picked up something heavy. The patient stated that she turned stimulation off because it was bothering her bladder more, but even with stimulation off when the patient would pick up something heavy she experienced a sharp, burning in her "tail/unmentionables." The patient stated that it makes it hard for her to get a job because she cannot lift more than 10 pounds. Patient status is unknown at the time of this report.